Event description:
It was reported that an adverse event occurred. The patient stated the cgm alerted for a "low" value (no specific value provided). The patient's daughter noticed the patient was not feeling well. A blood glucose finger stick was not taken during this time and 911 was called. When paramedics arrived, they checked bg finger stick but the value was not remembered. The patient was taken to the emergency room and the cgm device was removed at the ER. No other event details could be provided by the reporter as they were not with the patient during the event. Attempts to reach the patient for further event clarification were unsuccessful. At the time of the report, the patient was doing okay. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.